Event description:
It was reported by service report that the litter would not lower at the head of the bed. The bed was stuck in the high height position. The customer could not determine whether there was pt involvement, however, no adverse consequences are reported.